Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-04242. It was reported that vessel perforation occurred. The target lesion was located in the saphenous vein graft (svg). After a filterwire crossed the lesion, a 3.50x24 synergy ii drug-eluting stent was deployed initially at 14 atmospheres. However, when the pressure was increased to 16 atmospheres, the patient started experiencing pain. A picture was taken and perforation of the svg was noted. A 3.5x15 apex balloon catheter was used to stop the perforation initially and a 3.5x16 non-bsc stent graft was then advanced to cover up the perforation and the procedure was completed. No further patient complications were reported and the patient's status was fine.